Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The bit is jammed.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint; the drill bit is stuck inside the drill. The root cause could not be determined. The lot number for the drill is aa1098f indicates the instrument was manufactured in october of 1998 and is almost 18 years old. A two-year search of the complaint database did not identify a trend of the drill bit getting stuck inside the drill for the drill product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.